Manufacturer narrative:
The results of this investigation concluded there was active and healing endocarditis on leaflet 1. There were healing vegetation on the inflow surface of leaflet 1, which were consistent with treated endocarditis. All three leaflets were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface on the inflow surface of leaflets 2 and 3. There was a thin layer of fibrin on the outflow surface of all three leaflets. No significant calcifications were present in the valve. Gram stains were negative for organisms. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, endocarditis, pannus, and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, an aortic valve replacement (avr) was performed due to calcification and this 21 mm trifecta gt valve was implanted. Reportedly, the patient's native aortic annulus was observed to be heavily calcified. On (B)(6) 2017, infective endocarditis was confirmed and a possible leaflet tear was suspected. The valve was explanted on (B)(6) 2017 and replaced with a 21 mm medtronic freestyle tissue valve. One of the trifecta stent posts was damaged during the explant. The patient is reported to be stable post-operative.